Manufacturer narrative:
The technician found the reverse trend disengage switch would not engage, causing the bed to not go into trend. The technician adjusted the switch to repair the bed.

Event description:
Information received indicates the bed will not go into the trendelenburg position.